Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator in question has shown signs of premature battery depletion, indicated by an error alert and the emission of beeping tones 16 times every 6 hours. Technical services has confirmed that the device currently has enough capacity to deliver six shocks with charge times under 15 seconds, provided it is replaced within 90 days. At present, the device remains implanted and functional, with no adverse effects reported on the patient. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator in question has shown signs of premature battery depletion, indicated by an error alert and the emission of beeping tones 16 times every 6 hours. Technical services has confirmed that the device currently has enough capacity to deliver six shocks with charge times under 15 seconds, provided it is replaced within 90 days. At present, the device remains implanted and functional, with no adverse effects reported on the patient.